Event description:
It was reported that during a picu patient¿s infusion, four pc units alarmed and shut down during a hospital monthly back up generator test. The patient had a transient blood pressure decrease and returned to normal values after the event. Two units alarmed shortly after the test started, and two units alarmed shortly after the test ended. The hospital left main power shortly after 6:00 am and switched to generator power. At that time, two pc units exhibited a system error and unknown alarm. The devices were reported to have shut down and the user then obtained a new set of units to continue the patient¿s infusion. At approximately 6:30 am, the generator test ended and the hospital returned to main power. Both of the new pc units exhibited an unknown alarm and shut down. Additional devices were obtained to continue the patient¿s infusion, and the 4 event pc units and related modules were sent to biomed for evaluation. At the time of the events, three of the units were plugged into red outlets, and the remaining pc unit was plugged into the IV pole power strip which was plugged into the red wall outlet. At some point, the user took a photo of the pc unit screen which displayed the system error and an 120.4610 error code message indicating that the operating devices were continuing to infuse. For all shut downs, is not known if the nurse shut down the units or if a spontaneous shut down occurred. The pc units had 4 modules attached to each pc unit at the time of the event, and norepinephrine, epinephrine and vasopressin were some of the medications infusing. Biomed identified an error code 120.4610 in 3 of the 4 pc unit logs, and both IV poles with attached power strips passed testing after the event. The tubing was not sequestered. This file is for one pc unit and related modules.

Manufacturer narrative:
Additional information provided: the reported issue of a system error having occurred during the hospitals monthly generator testing was confirmed: ¿the event had occurred; however the infusions did not shutdown from the system error but had been manually stopped by user actions. ¿replicating the error event only occurred when the input voltage was far outside the alaris system design requirements for ac input and iec 60601-1-2 ed. 3.0, clause 6.2.7, for professional healthcare facility environment in regards to voltage dips, short interruptions and voltage variations on power supply input lines. ¿the customer was unable to provide a generator testing quality report that would help with the investigation; however did report that subsequent generator testing has not had any other reports of similar issues occurring. ¿there was no found indication of an existing device malfunction; input voltages at the design limits did not reproduce the system error.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a picu patient¿s infusion, four pc units alarmed and shut down during a hospital monthly back up generator test. The patient had a transient blood pressure decrease and returned to normal values after the event. Two units alarmed shortly after the test started, and two units alarmed shortly after the test ended. The hospital left main power shortly after 6:00 am and switched to generator power. At that time, two pc units exhibited a system error and unknown alarm. The devices were reported to have shut down and the user then obtained a new set of units to continue the patient¿s infusion. At approximately 6:30 am, the generator test ended and the hospital returned to main power. Both of the new pc units exhibited an unknown alarm and shut down. Additional devices were obtained to continue the patient¿s infusion, and the 4 event pc units and related modules were sent to biomed for evaluation. At the time of the events, three of the units were plugged into red outlets, and the remaining pc unit was plugged into the IV pole power strip which was plugged into the red wall outlet. At some point, the user took a photo of the pc unit screen which displayed the system error and an 120.4610 error code message indicating that the operating devices were continuing to infuse. For all shut downs, is not known if the nurse shut down the units or if a spontaneous shut down occurred. The pc units had 4 modules attached to each pc unit at the time of the event, and norepinephrine, epinephrine and vasopressin were some of the medications infusing. Biomed identified an error code 120.4610 in 3 of the 4 pc unit logs, and both IV poles with attached power strips passed testing after the event. The tubing was not sequestered. This file is for one pc unit and related modules.